Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk implanted: (B)(6) 2009; 6949-58 implanted: (B)(6) 2005; 4194-78 implanted: (B)(6) 2005; 4076 implanted: (B)(6) 2005; stent graft implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that during the implant attempt, the physician was unable to implant the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician was unable to implant the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.